Event description:
Pt was injected with less than 1 cc of juvederm ultra plus xc in nasolabial folds and lateral commissures. She immediately developed edema of her lips and cheeks that progressed to the appearance of angioedema. Edema progressed up to the lower eye lids. Reason for use: undesired facial lines.